Manufacturer narrative:
"Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803." If information is provided in the future, a supplemental report will be issued.

Event description:
MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates a reportable event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that they had an EKG done and the healthcare professional (hcp) said their results read like they had a pacemaker implanted. The caller stated that they do not have a pacemaker. The patient said that they did turn stimulation off and has had ekgs in the past and not had any issues, but today their test results read differently than anticipated. The caller stated that they have an appointment with a cardiologist tomorrow and will discuss the results again. Patient services asked several times if they was sure the device was turned off and the caller said yes but would connect to their settings on the call to see if stimulation was actually off. There were no patient complications reported as a result of this event.